Event description:
Carefusion sales rep received an administration set, the only information available is the set is leaking. No patient harm reported and no medical intervention required. The customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The set has been received and the investigation is pending. A follow up report will be submitted with failure investigation results when the evaluation is completed.